Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: did any piece or pieces of the firing knob fall into the patient? No.

Event description:
It was reported that during an unknown surgery, the firing knob broke off. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.